Manufacturer narrative:
This is 2nd of 2nd MDR.

Event description:
It was reported that when the physician attempted to guide the subject stent with microcatheter through posterior communicating artery (p-com), the subject stent encountered resistance within the shaft of the microcatheter and was dislodged (the stent was broken off from the delivery wire) within the microcatheter. The procedure was completed without the use of any stent. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2nd of 2nd MDR. D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during procedure the stent was dislodged in the microcatheter and the entire microcatheter was removed. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that when the physician attempted to guide the subject stent with microcatheter through posterior communicating artery (p-com), the subject stent encountered resistance within the shaft of the microcatheter and was dislodged (the stent was broken off from the delivery wire) within the microcatheter. The procedure was completed without the use of any stent. No clinical consequences were reported to the patient due to this event.